Event description:
The patient stated that she experienced high blood glucose levels and no delivery alarms. The patient stated that she felt dizzy and shaky. Troubleshooting was performed, and found that the drive support cap was flush. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.